Event description:
The customer was unconscious and hospitalized for low bgs. The family member stated that pt is connected to the pump but the device is not working. Device was not available to troubleshoot at the time of call. Later the contact called back to test the pump and passed the functional testing. However, the bolus history revealed that the customer gave themselves a bolus of 19.9 units and the customer does not remember.